Event description:
The ge oec 9600 fluoroscopy system had a damaged interconnect cable. The plug of the interconnect cable was disassembled and had wires showing. The system was removed for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a damaged interconnect cable that was removed and replaced. The system was further tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was caused by this malfunction.